Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient has been without the pump since the month of august due to the need to close the stoma because of repeated infections. Patient to have a new peg tube placed on (B)(6) 2025. The infection has now disappeared. On (B)(6) 2025 it was reported the patient had been hospitalized for approximately two weeks and was on unknown antibiotic treatment with unknown dates of hospitalization. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.